Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. There was no harm caused by this problem to the patient at this time and the shunt has remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. The root cause cannot be determined. There is one other similar complaint in the lot number. No further information is expected. (B)(4).

Event description:
An ophthalmic surgeon reported that eighteen months following a glaucoma filtration device implant procedure, the device touched the iris. There was no harm caused by this to the patient. The device remains implanted. Additional information was provided that an aqueous humor leakage occurred 2-3 days following the implant procedure. One week following the procedure, suture lysis was performed. Suture lysis was again performed two weeks following the procedure. No leakage was noted three weeks following the procedure. The patient developed postoperative ocular hypertension and a bleb reconstruction was performed approximately 7 weeks following the initial procedure. Three years following the initial procedure the device still has contact with the iris. The patient is using a topical beta blocker and a topical prostaglandin.